Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump turned off after possibly experiencing difficulties charging the pump. There was no reported adverse impact to customer's blood glucose. Although multiple attempts were made to obtain additional information, no reply was received.